Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) could not be interrogated after 48 months of implant duration and magnet application did not yeild ICD tones.